Event description:
The md attempted arteriotomy closure of the right femoral artery with device #1, a perclose a-t (the closer ak) device following a diagnostic procedure. It was reported that the arterial location from the skin surface was "deep." After the sutures were deployed, it was discovered that the knot was stuck in the slot on the proximal guide. The md manually pulled out the knot and attempted to advance the knot with the suture trimmer. It was reported that the knot would not advance; therefore, the device was removed over a guidewire. Device # 2 was inserted and deployed. Once again, the knot was stuck in the slot on the proximal guide. The md manually removed the knot and the suture trimmer was used to successfully advance the knot along side guidewire. It was reported that hemostasis was not achieved, therefore, the suture was removed and an 8 fr. Sheath was inserted over the guidewire. Bleeding was noted around the sheath; therefore, the sheath was exchanged for a 9 fr. Sheath and then a 10 fr sheath until the bleeding stopped. The guidewire was removed and the 10 fr. Sheath was kept in place. It was reported that the md believed that the arteriotomy enlarged during the exchange of the two perclose devices. The pt was transferred to the unit. Three hours later, the sheath was removed and ultrasound guided manual compression was used to achieve hemostasis. It was reported that a pseudoaneurysm was noted. The followind day, an ultrasound of the pseudoaneurysm was performed and confirmed no active bleeding. The pt remained hospitalized for several more days for monitoring. The pt was discharged home. There were no reported adverse pt sequelae.